Manufacturer narrative:
Complaint review: there was no repair history on file for this handpiece. Investigation: the handpiece was forwarded to the manufacturer for testing and analysis on january 13, 2014. And the evaluation was finished on january 21, 2014. Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below. Methodology used : nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur rotated smoothly. During the measurement test, nakanishi observed that the temperature of the handpiece head did not get high enough to cause a burn. Identification of the specific failure mode{s) and/or mechanism(s) and the associated device components involved. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any build-up of shavings from the ball bearing in the retainer inside the head cap and the cartridge (head cap side). The amount of oil observed inside the handpiece indicated that the device was not adequately cleaned. Nakanishi believes that overheating was due to the lack of oil inside of cartridge. Conclusions reached based on the investigation and analysis results. Nakanishi identified that the cause of overheating of the returned device was lack of maintenance and this would result in the handpiece overheating.

Event description:
The following information is from a distributor to nakanishi inc. (Nsk), regarding a device manufactured by nsk. Event summary: on january 13, 2014, nsk received an electric dental handpiece model x85l, serial number (B)(4) for repair from a distributor repair facility. On the distributor's documentation was statement: patient burned with this handpiece. Nsk did not get information regarding when the event occurred or details about the burn.